Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded. A correction to b5 was made and should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected and visible foam degradation was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and no error log was found. The manufacturer concludes that visible foam degradation was observed inside the device and unit was scrapped due to age.